Manufacturer narrative:
Concomitant medical products: product ID: 977c265, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had a fall at home and landed on the battery. The patient stated that stimulation stopped at the time and they had not been able to turn it on since the fall. Impedance testing showed that every contact was greater than 10000 and the battery was found to have the elective replacement indicator. The patient was referred to have the lead and battery replaced and surgery was planned but not scheduled. The issue was not resolved at the time of the report. The indication for use was spinal pain.